Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 2+ liter bag of high dose methotrexate using a straight tubing did not complete on time despite proper rate values and input volume. The infusion had approximately 1 hour left over the expected end time. There was no report of patient harm.

Event description:
The customer reported that a 2+ liter bag of high dose methotrexate using a straight tubing did not complete ontime despite proper rate values and input volume. The infusion had approximately 1 hour left over the expected end time. There was no report of patient harm.

Manufacturer narrative:
This has been determined to be a duplicate file. Reference manufacturer report number 2016493-2018-00321 for MDR reporting.